Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm on the insulin pump. The blood glucose reading was not known. He stated that he was unable to troubleshoot the issue because it occurred a month prior. He reported that he had been in the hospital with brain surgery. He stated that the no delivery issue had not been resolved with a change of the battery, reservoir, and infusion set. Nothing further was reported.